Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The relationship of the microstent to the event is unknown. Device identifiers have been requested; a supplemental report will be filed if new information is received. Elevated iop is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient underwent uncomplicated cataract surgery followed by 180-degrees omni viscocanaloplasty and hydrus microstent implantation. On post-operative day 1, iop was 35 mmhg, and the patient was started on diamox and 3 topical intraocular pressure (iop) lowering medications. Iop improved to 25 mmhg with medical management, however, after a missed dose of diamox medication the iop increased to 30 mmhg at the 6-week follow-up ((B)(6) 2021). The patient was on once daily steroids with no signs of inflammation and the surgeon reported the distal tip of the stent was possibly posterior but the other windows were visible and in good position. Three days later, the iop was 24mmhg with the addition of rhopressa. On (B)(6) 2021, the iop was 10 mmhg and diamox was discontinued.